Event description:
Pfc sigma femoral adapter removable shaft could not be locked into either t handle nor hudson adapter and would spin, extending the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.